Event description:
The customer reported that the tubing section below the drip chamber broke off and normal saline leaked out.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The customer¿s report that a tubing broke off ¿separated¿ below the drip chamber and leaked was confirmed. During visual inspection, it was noted that the vinyl tubing is completely separated from the drip chamber. Visual inspection under a microscope noted that both sides of the vinyl tubing had insufficient solvent applied at the engagement during manufacturing process. There were no other anomalies observed. Functional testing was deemed unnecessary due to tubing being separated at the component engagement. Fluid was leaking from the separation. A dimensional analysis was performed on the vinyl tubing and the tubing measured to be within specification. The root cause was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.